Event description:
Physician reported device related right side "redness (breast)", treated with medication. This record is for the right side scaffold. Physician reported device related right side "implant ante perforationem because of infection" and "fulminant infection of the right breast (lateral)" with explantation of the scaffold and the breast implant. Follow up explained the event of "implant ante perforationem because of infection" was describing the implants were about to pass through the breast tissue as a result of perforation of the skin." Additional event of "non adherence" of the scaffold was noted during the explant surgery.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Device labeling addresses the reported event of redness, infection, extrusion, and "non adherence" as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."